Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite trying different wall adapters and charging cables. There was no reported adverse impact. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.